Event description:
Reporter indicated that vns pt underwent lead replacement surgery. It was reported that the lead "had a hole in it". The pt later reported that she had so much scar tissue in the area of the lead electrodes that the device could not be programmed to on. The pt indicated that the lead replacement surgery was required because the surgeon who originally implanted the vns therapy system cut the lead during the implant procedure and that the pt's device had to be programmed to off pending lead replacement surgery due to subsequent pain with stimulation. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
During the surgery it was discovered that the lead was broken. Device diagnostic testing taken approximately eight months prior to lead replacement was within normal limits, indicating proper device function at that time. It was reported that the patient began to experience pain with neck movement and numbness to her jaw since lead replacement surgery. The patient wants to have the device explanted.